Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented to the hospital for gastrointestinal bleeding. Inappropriate shocks and antitachycardia pacing therapy were observed for atrial fibrillation/flutter with rapid ventricular rate. After the shocks, the rv lead exhibited noise, and the patient continued to receive shocks. An attempt to disable the device with a magnet was made, but was unsuccessful, and the shocks continued. The magnet was repositioned, and the device stopped delivering further shocks. The lead was capped and replaced on (B)(6) 2016. The patient was stable.